Manufacturer narrative:
The lot number is unknown, therefore, no review of the device history record could be performed. The instructions for use states that in order to remove the sheath, it is first necessary to grasp the two sides of the mid-point tab and peel them away from the center of the sheath as indicated by the arrows. The tab will then slide off of the two proximal ends of the sheath. This event is most likely due to the user not following the instructions for use.

Event description:
It was initially reported that following a sling procedure, the green tab from the device came out of the patient. Another doctor treated the patient. The green tab was left in the patient during the initial procedure. Additional information received from the patient on 3/2/09. Initial procedure was performed in 2007. Months later, the patient experienced pain in her vaginal area. After several consultations with physicians and a x-ray, it was determined that the patient had a foreign object inside her. The patient underwent surgery to remove the retained object (mid-point tab) in 2008.